Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k130280. The actual sample was discarded by the involved facility; therefore, the actual device will not be returned for evaluation. The provided image was confirmed. It was found that the female luer on the red cock side of the sampling system was damaged at the base. The condition of the damaged surface could not be confirmed from the image. Review of the manufacturing record and the shipping inspection record of the actual product confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Based on the investigation result, no anomaly was found in the manufacturing records. Since the condition of the damaged surface of actual product could not be confirmed, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. (Method of operation, a. Set-up, 1, caution)". " if the product is dropped during set-up, do not use it. Replace with another device. (A. Set-up, caution)". (B)(4).

Event description:
The user facility reported that when the caipox device was connected, the sampling port was found to be broken. The event occurred pre-treatment. The procedure outcome was not reported. The final patient impact was not harmed.